Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient claimed that they experienced ¿a violent infection that started on the left side of face and travelled to the right side of the face¿ at injection site two weeks after they were injected in the nasolabial folds with juvéderm vollure¿ xc. The patient stated they have been treated by a plastic surgeon but did not specify what type of treatment has been provided. Event is ongoing at this time. No other information provided.